Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey. E1: name: (B)(6). Street: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced bent cannula event on (B)(6) 2026. The blood glucose level was high and the patient was treated with insulin delivery from the pump. The insertion site was abdomen. The infusion set was in use for one day.